Manufacturer narrative:
One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection of the device found to be in fair physical condition. Device underwent functional testing; unable to confirm the reported customer complaint. Device noted to be heating.

Event description:
Information was received that device is not heating. No adverse effects reported.